Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the upper and lower lips with one syringe of juvéderm ultra¿ xc. The product migrated by the next month. No treatment was provided. About 14 months later, the patient was injected ¿in the right and left lip turn downs, towards the marionette lines,¿ with 1 syringe of juvéderm® ultra plus xc. The patient developed ¿lumps, low under the injection site.¿ the patient visited an ear, nose, and throat specialist, who performed a biopsy on the lumps and found that there was ¿a foreign body, giant cell reaction with extra cellular nucleoid material, consistent with a clinical history of filler injections.¿ the symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00534 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm ultra¿ xc.